Event description:
It was reported that approximately 8 months following the implant of this transcatheter bioprosthetic valve, valve thrombosis was noted. A blood thinning medication was administered to treat the thrombosis.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated b.5, d.4, h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve gradient at discharge was 10.4 mmhg. The gradient when the thrombosis was detected with 16.5 mmhg, then 29.5 mmhg, and then 51.4 mmhg. The thrombus was located at the sinus of valsalva (sov). The last three international normalized ratio (inr) results prior to the thrombus detection was .99, .96, and 1.02.